Event description:
As reported, approximately 11 years and 11 months post the initial left total knee replacement, the patient was revised due to prosthesis wear. Because the patient has filed a legal long form it appears they are alleging polyethylene wear, bone loss, osteolysis, instability, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, and soft tissue damage, which all require ongoing medical care.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.